Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that one day post implant this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the left ventricular (lv) lead resulting in syncope. The patient was hospitalized pending surgical intervention. Boston scientific technical services (ts) recommended during the revision procedure to visually inspect the leads for potential issues, check the header for any tissue/blood infiltration, perform a tug test before loosening setscrews and performing lead testing with both device and pacing system analyzer (psa). Surgical intervention was performed and there was no signs of a lv lead issue. The device was explanted and returned for evaluation. The initial report was accidently submitted on the lv lead instead of the crt-p. The description and asset information has been corrected.

Manufacturer narrative:
As of today the device has not been returned for evaluation.

Event description:
It was reported that one day post implant this left ventricular (lv) lead exhibited loss of capture (loc) resulting in syncope. The patient was hospitalized pending surgical intervention. Boston scientific technical services (ts) recommended during the revision procedure to visually inspect the leads for potential issues, check the header for any tissue/blood infiltration, perform a tug test before loosening setscrews and performing lead testing with both device and pacing system analyzer (psa). The lv lead was explanted and replaced.